Event description:
In 2009, the lay-user/pt contacted lifescan alleging that she did not know how to use a one touch lancing device. The pt tests her blood glucose 2-3 times a day. She typically tests before breakfast and dinner, and at times before lunch. The pt manages her diabetes with glipizide. The pt indicated that the alleged issue started on the same day, at 1:00pm. The pt stated that she had just obtained the reported lancing device that morning but had not tried to use it until 1:00 pm that day. The pt admitted that she had eaten lunch that day as usual around 12:00-12:30 pm but had not tested. She ate a normal amount that day for lunch. Around 2:00 pm that same afternoon, the pt claimed that she developed symptoms of hunger and a headache. The pt administered self-treatment by eating food. The alleged issue was resolved with training. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can associated with a serious injury an hour after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.